Manufacturer narrative:
Conclusion: procedural images were provided for review. Assuming the pigtail catheter at the bottom of the non-coronary cusp, the valve appeared to be below the annulus at 80% deployment. The valve dislodged aortic after removal of the delivery catheter system. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. With the limited information available, a conclusive root cause of the dislodgement event cannot be determined. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the successful implant of this transcatheter bioprosthetic valve, into the native aortic annulus, the nose cone of the delivery catheter system (dcs) was not centered within the valve frame prior to withdrawing the dcs. Subsequently, the nose cone caught on the inflow portion of the valve frame, causing the valve to dislodge from the aortic annulus to above the coronary arteries. The valve was snared to the ascending aorta, inferior to the brachiocephalic artery. Subsequently, the implanting team decided to implant a second, non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant devices are: product ID: evolutfx-26, serial#: (B)(6), ubd: 28-mar-2025, UDI#: (B)(4), product ID: boston scientific safari guidewire (non-medtronic device), lot#: unknown, product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.